Manufacturer narrative:
Root cause: the root cause for the reported issue that device had infused at wrong rate was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that chemo was meant to run over 24 hours but was running at the wrong rate and had more than half of the bag left over at the end of the infusion. The customer suspects that a nurse entered a 2 instead of a 5 when they intended to enter a volume of 514ml. Instead of approximately 20ml/hr, the pump was found to be running around 9ml/hr. The drug was cytarabine. The customer was also wondering if the patient tampered with the rate themselves. There was patient involvement, but outcome is unknown. Although requested, further information was not provided.